Event description:
During insertion of the iab catheter, the orange part of the sheath came off when the surgeon removed the dilator from the sheath. Because of the sheath breakage, excessive blood leak occurred. Another sheath was used to complete the procedure. The surgeon felt that there was a gap between the part and the orange part of the sheath prior to use. Therapy was started with the iab catheter without any further issues.

Manufacturer narrative:
The device was not returned for evaluation, therefore a root cause could not be identified. Device history was reviewed and no non-conformance were found related to the reported event. If additional information is received or the device is returned, a follow-up report will be submitted. (B)(4).